Manufacturer narrative:
Date of event is an approximation. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. An unknown test was performed at cvs and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: date of event in b3 is an approximation. The information required to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. An unknown test was performed at cvs and generated a positive result. No additional patient information, including treatment and outcome, was provided.